Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 192 mg/dl. Alarm and possible causes were explained to the customer. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert back to backup plan. No further info reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at the display window corners. The unit was received with minor scratched display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.